Event description:
Additional information received reported that the infection was not related to the device therapy or the implant procedure. The patient outcome was reported as recovered without sequelae on (B)(6) 2012.

Event description:
It was reported that the patient had an infected lumbar incision. Lab work determined an infection on (B)(6) 2009. The entire system was explanted on (B)(6) 2009 and it was noted IV antibiotics were given on (B)(6) 2010. Signs and symptoms related to the event include pain and redness at the incision site.

Manufacturer narrative:
Product ID 3888-45, lot# v324940, serial#, implanted: 2009 (B)(6), explanted: 2009 (B)(6), product type lead; product ID 3888-45, lot# v324940, serial#, implanted: 2009 (B)(6), explanted: 2009 (B)(6), product type lead; product ID 3778-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2009 (B)(6), product type lead; product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger; product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient; product ID 3708220, lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2009 (B)(6), product type extension; (B)(4).